Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 42 mg/dl. Customer's other blood glucose value was 148 mg/dl. Customer mentioned other relevant blood glucose level was 300 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. The customer experienced symptoms no symptoms due to low blood glucose level. The customer was treated with a glass of orange juice for low blood glucose levels. Troubleshooting was performed for high as well as low blood glucose levels. The device is not expected to be returned for analysis.